Event description:
It was reported that the user experienced repeated occlusion alerts across four consecutive infusion set supply changes while using an inset infusion set, which resolved only after performing another supply change using a different lot. Investigation included customer-guided troubleshooting and a successful supply change to a different lot, along with arrangement for replacement supplies. Investigation of this case revealed an infusion set occlusion associated with the prior lot, with normal function restored after changing to a different lot, indicating a lot-specific set performance issue rather than a pump alarm or system malfunction. No clinical signs of symptoms during the event reported. Outcomes included the need to replace supplies without health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related infusion set occlusion attributable to the prior lot.